Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-01162; 0001822565-2022-01164. A visual inspection of the returned item found it to exhibit signs of repeated use and have both of the bearing components disassembled/missing. The components were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three tasp shims were damaged during washing on an unknown date. There was no patient involvement.